Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU) due to blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. Bg was treated with intravenous insulin and saline. At the time of the report with tandem technical support (cts) the customer was still in the ICU. Reportedly, the customer was using pump supplies beyond labeling. Cts informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Reportedly, customer's non tandem continuous glucose monitor was not available and as a result, the pump software did not accurately adjust the amount of insulin delivered. System check with cts confirmed that the pump and related supplies were operating as intended.